Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure for benign prostatic hyperplasia, the screen shut down and the laser went down. Also, the console showed case server mode, due to this the procedure was not completed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.